Event description:
It was reported that a triple lumen catheter was placed over the j-wire without complication. During the procedure the inner portion of the wire had become separated from the external portion and become unraveled. It is unknown if there was a delay in treatment or patient complications.

Manufacturer narrative:
(B)(4). Information on this event was received via medwatch report (B)(4) . No sample is expected to be returned for evaluation.